Event description:
It was reported that the procedure was to treat a restenosis of a non-abbott stent in the left anterior descending artery. A cutting balloon was used and then a 3.0 x 23 xience v stent was implanted. A perforation was then observed proximal to the implanted stents. It is unk whether it was caused by the cutting balloon or the stent. The perforation was leaking blood into the left ventricle. An attempt was made to treat the perforation with the 3.0 x 19 graftmaster, but the stent would not cross and was removed. The decision was made to monitor the perforation overnight. The following day, the perforation had not healed; therefore, an attempt was made to treat it with the 3.0 x 12 graftmaster stent. This stent did not cross and upon removal, it was noted that the stent was damaged. A new 3.0 x 12 graftmaster was used to successfully seal the perforation. There were no additional pt effects. The final pt's outcome was good. No additional info was provided.

Manufacturer narrative:
(B)(4). The jostent graftmaster (part 12744-12, lot 580816) and xience v 3.0 x 23 mm (part 1009541-23, lot 0042041) indicated are being filed under separate medwatch MFR numbers. Eval summary: failure to advance can be affected by numerous factors including, but is not limited to, pt anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Additionally, the stent can become damaged during advancement in the lesion due to interactions with the anatomy or accessory devices or previously deployed devices. Throughout the mfg process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Additionally, there was no damage noted to the stent prior to use, which suggests the stent was likely damaged during use. The reported failure to advance and stent damage appear to be related to the operational context of the procedure. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.